Event description:
Customer reported a tandem mobi cartridge alarm, which caused the blood glucose level to exceed 500 mg/dl, displaying "high". Customer took corrective action by administering a correction bolus via the pump, and no third-party assistance was required due to maintained capability. Technical support confirmed the cartridge alarm and arranged for pump replacement, advising the customer on necessary steps for receiving the new device and returning the old one.